Manufacturer narrative:
Nova biomedical is awaiting the return of the device for evaluation. If any significant findings are a result of that evaluation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a blood glucose reading of 289 mg/dl and another reading of 76 mg/dl on another brand of meter. The difference in these readings was considered to be clinically significant. No decisions to treat were made on the alleged faulty meter. A replacement meter was sent and the meter will be returned to nova biomedical for evaluation.